Event description:
A physician reported via a sales representative that a (B)(6) female received solesta (dextranomer/hyaluronic acid) injection into the submucosa of the anal canal as treatment for fecal incontinence. Additional medical history and concurrent medications were not provided. On (B)(6) 2012, solesta was injected. On (B)(6) 2012, the pt was hospitalized after developing fevers. An abscess (rectal) was diagnosed and an incision and drainage (I & d) was performed. The pt continued to experience fevers; therefore, a second I & d was performed. Again, there was no resolution of the fevers. Additional treatment had included antibiotics. On (B)(6) 2012, the pt was transferred to another facility for ongoing treatment. While hospitalized, the pt experienced swelling of her perineum up to her labia. Outcome and causality were not reported.

Manufacturer narrative:
The reported events (fever and rectal abscess) are known events after injection treatment with solesta and are also addressed in the labeling. Swelling of her perineum up to her labia is likely secondary to the rectal abscess.